Event description:
It was reported that on (B)(6) 2015, a 2.25x23mm, a 2.0x08mm and a 2.75x48mm xience xpedition stents were implanted in the left anterior descending (lad) coronary artery lesion, without issue. On (B)(6) 2015, the patient was hospitalized for a planned right coronary artery (rca) intervention. Per angiogram, the 2.25x23mm xience xpedition stent had re-stenosis in two areas. There was no re-stenosis in or within 5mm of the other 2 implanted xience xpedition stents. Additional pre-dilatation was performed and a non-abbott stent was placed as treatment. The patient remains in good condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: medications: ticagrelor 90mg, aspirin 100mg. Stents: xience xpedition (2.0x08mm, 2.75x48mm). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.